Event description:
It was reported that a malfunction occurred when the customer attempted to plug in their device, receiving frequent error messages indicating that the power source was incompatible, despite using the original cord. There was no adverse impact to the customer's blood glucose level. The device was due for replacement as its warranty had expired, and it is suggested that technical support would follow up with further actions. No additional information was available regarding the resolution of the event.